Manufacturer narrative:
Upon further review, this malfunction was found to have never caused or contributed to a serious injury and should be nonreportable.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of picture. Review of the provided picture determined that the manufacturing date, not the sterile expiration date, is printed on the patient labels. The expiration date on the outer label is correct. Device history record was reviewed and no discrepancies were found. Root cause of the reported event was determined to be a labeling deficiency at the supplier. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device product code - kyz. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the expiration dates on the implant stickers and outer packaging did not match. The implant stickers had on the incorrect expiration date. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.